Manufacturer narrative:
During a troubleshooting with adc customer service it was identified that either blood or control solution entered the port. This case did not involve a product malfunction. Since the medical event was related to the use error, no investigation of the product is required. This is a final report.

Event description:
A customer's son reported their precision xtra meter turns on and then shuts off after test strip is inserted and as a result of being unable to test, the customer experienced vomiting, cold sweats and weakness. The customer was reportedly transported to a local hospital via paramedics where father's reading was 1200 mg/dl on unknown brand of meter; he got diagnosed with hyperglycemia and treated with insulin drip. The caller also mentioned the customer "was given a protein shake at his doctor's appointment. " there was no report of death or permanent impairment associated with this medical event.